Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was not communicating properly with the transmitter. Blood glucose level at the time of the incident was 50 mg/dl. The customer treated with food, then her blood glucose level rose to 86 mg/dl. During troubleshooting, the customer confirmed that the sensor cannula was bent. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.